Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed for the leak which has potential to cause or contribute to serious injury. It was reported that during device preparation, fluid was dripping from the cap on the gripper lever when the mitraclip delivery system (cds) was being de-aired. The cap was opened and closed several times in an attempt to resolve the leaking, but it was unsuccessful. There was no patient involvement. The cds was replaced without further incident. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and investigated. The reported clip delivery system (cds) leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported leak in this incident could not be determined. It is possible that the user technique during device preparation contributed to the reported leak; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.